Event description:
The customer reported an error code in the diagnostic log indicating a back alarm test failed occurrence. This is being reported due to malfunction of the back-up alarm. No patient involvement reported.